Event description:
It was reported a patient experienced a loose connection between the heater line and solution bag, which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. Reportedly, the lines were connected incorrectly and solution leaked. The patient was not hospitalized for the event, but was given antibiotics. The patient has recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. Users are instructed to check all disposable set connections for a secure fit before beginning therapy. A review of all batch record documents was performed on potentially associated lot numbers h13f20067 and h13c29016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13e25019 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is received, a supplemental medwatch will be filed.